Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2015, an fse conducted on-site follow-up with the customer. The fse inspected the large syringe which appeared to be operating properly. The fse changed the sample needle which returned the instrument to normal operation. No further actions were required by field service. The most probable cause of the reported event was due to a clogged sample needle.

Event description:
On (B)(6) 2015, a customer reported a large syringe error with their g8 analyzer. The customer ran quality control (qc) and all whole blood samples displayed a large syringe error. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.